Manufacturer narrative:
The information provided indicates that the sample is expected to be returned for analysis. If the sample is returned, a summary of the analysis will be provided in a supplemental report.

Event description:
Medtronic received report that the maxa sensor burned the finger it was attached to which allegedly led to the removal of a portion of the finger above the nail bed. The sensor was allegedly on the patient for 3 days. No further information about the patient was able to be obtained.